Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump had a blank display. The battery cap contact was cleaned and the display did return, but only temporarily. The caller was unsure of the blood glucose reading. The caller did not have the insulin pump available to troubleshoot and was advised to call back and have the customer revert to a back up plan if the display did not return.